Event description:
This is a report of a patient who observed air in their patient line during their initial drain. The patient was connected to the homechoice (hc) and observed the air following an unrelated alarm. During troubleshooting, nothing was found that could have caused or contributed to the event. The patient was advised to start over with new supplies and planned to contact their registered nurse regarding the air found in the patient line. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should relevant additional information become available, a follow-up report will be submitted.